Event description:
The customer reported, the error message "hv register fail" occurred on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). High voltage. The customer reported there was a hv control card or nodes. He erased the flash and reinstalled the configuration. The system operates as intended.